Event description:
It was reported that a spectrum infusion pump was infusing too quickly during chemotherapy. The pump was programmed to infuse 250 ml of fluid (medication unk) over 3 hours, but infused 193 ml in the first hour and 10 minutes. The remaining 57 ml of medication were then infused at a lower rate to complete the therapy. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). A device was returned to baxter for eval and therefore an eval could not be completed. If a device is returned, an eval will be completed and a supplemental report will be submitted.